Event description:
The customer stated that they have had questionable results for an unspecified number of neonate patients tested with multiple accuchek inform ii meters. Data was provided for 14 different patients and of these, one patient had an erroneous glucose result when tested with accuchek inform ii meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a glucose value of 34 mg/dl. A sample collected from the patient 2 minutes later was tested in the laboratory, resulting with a glucose value of 51 mg/dl. No adverse events were alleged to have occurred with the patient. The customer's product was requested for investigation and replacement product was sent to the customer.

Manufacturer narrative:
A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.